Event description:
Legal counsel for the user states that the user was recharging the battery in his chair, indoors, on or about 1/30/95. User was sitting in the chair during the recharging process. The battery exploded, severly burning the user and he died. Counsel alleges that the battery emitted hydrogen gas during the recharging process. Counsel further alleges that a faulty electrical system in the chair ignited the gas causing the explosion and user death.

Manufacturer narrative:
Reclassify the report as a 30-day report. Upon further reading of the regulation it was determined that this event did not meet the 5 day criteria. A. 5 day reports are required if the event was un-anticipated or if; b. Corrective action is indicated. Since the labeling submitted with the initial report on 2/11/97 clearly indicates fire and explosion are known hazards that can lead to death or injury, the event was not un-anticipated. At this time there is no evidence of any malfunction. Therefore, no corrective action is indicated. 2. Additional event info: during the event as reported, the explosion lead to a fire. The users spouse came into the room and attempted to rescue her husband. She was overcome with smoke and expired 4 days later in a hospital.